Event description:
It was reported that the catheter broke at the midway point. A renegade fathom-16 was selected for use. During preparation, the catheter surface was hydrated prior to removal from the carrier hoop. When the device was being removed from the housing hoop, it was noted that the catheter broke at the midway point. The procedure was completed with a different device. No patient complications were reported.